Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The article was written by o'donnell, t. Et al. In volume 468, number 11, november 2010. Clin orthop relat res (2010) 468:3094¿3102. It is likely that these complications and revisions have already been reported; however, it cannot be determined based on the limited information made available in the article. Should additional information relating to the events be received, the updated information will be forwarded to the FDA. This information was originally reported on 1825034-2015-02963 which referenced a journal article written on a study that this patient took part in.

Event description:
Information was received based on review of a journal article entitled, "the repicci ii unicondylar knee arthroplasty 9-year survivorship and function," o'donnell, t. Et al. Volume 468, number 11, november 2010. Clin orthop relat res (2010) 468:3094¿3102. It was reported that patient underwent an initial partial knee arthroplasty on an unknown date between july 1999 and september 2000. Subsequently, patient was revised due to subsidence of tibial tray attributable to a stress fracture on an unknown date 2.3 years following the initial procedure. All components were removed and replaced with a total knee.